Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment wasfrom the site. The infusion set was in use for 1 day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010158, in question was manufactured at the reynosa site. Device history record (DHR) review: packaging: the lot 6010158 was manufactured according to the work instruction (wi) version 82 and packaging in the machine 12, on 08/nov/2024, with a total of (B)(4) units. Assembly: the lot 4k06601 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 06-nov-2024, with a total of (B)(4) units each. The lot 4k06602 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 07-nov-2024, with a total of (B)(4) units each. The lot 4k06604 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 07-nov-2024, with a total of (B)(4) units each gluing of tubing the lots 4k06568 was glued according to the wi version 42, machine 04, 05 and 08, on 05-nov-2024, with a total of (B)(4) units. The lot - 4k06565 was glued according to the wi version 41, machine 04, 05 and 08 on 03-nov 2024, with a total of (B)(4) units. The lot - 4k05679 was glued according to the wi version 41, machine 04, 05 and 08, on 29-oct-2024, with a total of (B)(4) units. Reiew of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.